Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stuck in rewind complete. The customer¿s blood glucose was 203 mg/dl. The customer was unable to troubleshooting. Customer stated that insulin pump had a black dot that says no delivery. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The device will not be returned for analysis.